Event description:
It was reported, during in clinic follow up. That the right ventricular lead exhibited oversensing, due to noise. Chest x-ray revealed, externalized conductors. The lead was capped on (B)(6) 2024, and successfully replaced. The patient was stable and asymptomatic.